Event description:
The report indicates the patient experienced an anaphylactic reaction during insertion of the catheter.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Attempts have been made for additional information regarding the event and condition of the patient. If additional information becomes available a follow-up submission will be submitted. Lot number was not provided, therefore review of the manufacturing records could not be completed.